Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status "ok". The device was implanted for approximately 20 months. The inspection of the pacemaker's memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
This device was returned without documentation from (B)(6). The patient's following physician did not have the date of explant or the reason of explant. It is unknown why this device was removed. Should additional information be received, this file will be updated.